Event description:
Defibrillator on crash cart taken to patient's room. Patient in cardiac arrest. Unable to get defibrillator paddles out of the machine, therefore unable to use this equipment toshock patient. Another defibrilator borrowed from ICU. Malfunctioning equipment removed from service by biomedical. Will be evaluated by manufacturer. Patient was not successfully resuscitated and expireddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: material degradation/deterioration, mechanical problem, other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.